Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant high ctni result was unknown. The fse replaced the reagent probe 2 transducer, reagent probe 1, tubing and the heterogeneous module (hm) mixer. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant high result for troponin I (ctni) was obtained on a dimension xpand instrument. The result was reported to the physician who prescribed the patient receive medicamental treatment, based on the discordant ctni result. The corrected result was obtained from the same sample and was reported to the physician. There were no other known reports of patient intervention or adverse health consequences due to the discordant ctni result.